Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed and was opening wrong pocket. A technical support specialist was reported by the customer that when a user attempted to recover a pocket, the correct pocket opened, but the system indicated that a different medication was loaded. The issue was not related to the wrong pocket opening, but rather that the system believed an incorrect medication was assigned to the pocket and reported that a field service engineer had already replaced the entire drawer, which resolved the issue. The issue appeared to be software related, though drawer replacement also resolved the condition. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the storage space failed and was opening the wrong pocket. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.